Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration. Images were provided to gore for evaluation and showed the following: one time-point available for evaluation: post-implantation cta dated 2 sep 2020. The contralateral limb appears to end within the aneurysmal portion of the proximal lci, so there is lack of device apposition in the lci. The length from the distal contralateral limb to the left iliac bifurcation appears to be ~5.4cm, by outer curve length. Cannot confirm migration with one time-point. There appears to be 15mm of seal zone in the distal lci with diameters ranging from 12.8mm ¿ 18.7mm.

Event description:
On september 4, 2020, follow-up images were provided to the field sales associate. The physician reports that the contralateral limb seems to be sitting up a little high and may have migrated proximally. No other issues were reported. On (B)(6) 2020, the patient underwent reintervention and the contralateral side was implanted with an additional contralateral leg component to provide additional coverage to the common iliac artery due to proximal migration of initial graft up within the aneurysm sac. The patient tolerated the procedure with good results.